Event description:
The physician reported that after the lead has been inserted in the vein, it was necessary to shape the stylet. After removal and shaping, insertion of the stylet was no longer possible.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the u.s. FDA issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusions: the laboratory analysis confirms the stylet blockage as witnessed by the physician; stylet blockage is out of spec, but it is not attributed to any mfg defect. The blockage was caused by a blood clot within the coil of the lead. Blood entered the lead through the hole in the distal pin, likely through stylet insertion during the implantation attempt. All available evidence indicates that the reported behavior is related to the technique of the physician.